Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Related patient identifiers: (B)(6).

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object came out from the air and water a channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that foreign material adhered in the air/water nozzle. The foreign material was mixture and rust of organic silicone and silicates derived from medical solution. The mixture of organic silicones and silicates were not components derived from the endoscope, but from the medical solution such as antifoam agent. It was considered that the factors of foreign material adhesion include insufficient pre-rinsing and rinsing, and insufficient drying due to valve not being removed when the endoscope was stored. Rust was considered corrosion by cleaning solution at the facility. There was no deformation at the distal end of the nozzle. The instructions for use states the inspection method associated with the event in (disinfection/cleaning/sterilization section), chapter 5, endoscope reprocessing, ¿chapter 5.5 cleaning of external surfaces.¿ the device should be handled in accordance with instruction for use on a regular basis continuously. Based on the instruction manual cleaning/disinfection/sterilization ¿chapter 5 manual cleaning of the endoscope and endo therapy accessories¿, and ¿chapter 8 storage and disposal¿, please confirm that stain was removed especially from the opening space at the air/water nozzle and the lens when conducting reprocessing. In case the stain was remained, clean it until all the stain was removed, rinse completely and remove residual water in the tube and dry it after cleaning etc. Please check the environment of handling. It is recommended to check the environment in which you are using them (or check with the manufacturer of the cleaning machine or chemical solution you are using, depending on the situation). In addition, please check the contents of the operation and cleaning/disinfection/sterilization sections of the instruction manual, and if any abnormality is found during the pre-use inspection, please consider repairing or replacing the product. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.